Manufacturer narrative:
(B)(4).

Event description:
A representative later reported the medication infused was lioresal. The implant date was estimated to have been on (B)(6). However, based on sales data it was sold in (B)(6) 2008, so the implant was "a little later". It was unclear when the pump was implanted.

Manufacturer narrative:
Analysis of the pump revealed a pump motor feed thru anomaly with shorting across the insulator.

Manufacturer narrative:
.

Event description:
Additional information received later reported that hospitals in (B)(6) may decide on specific imports of lioresal for specific treatments.

Event description:
2014 (B)(6). ((B)(4)): it was reported that a pump failure occurred. The pump alarmed and was interrogated in the hospital. The pump was programmed to minimum rate. The pump then reset in the hospital. After a while, the pump alarmed again and automatically reset itself to the minimum rate. The daily dose was set to 303/day. Hospitalization was required. A possible pump replacement was to be done. The device system was used to deliver baclofen. It was later reported that the patient¿s spasticity increased very much. The patient was admitted to the hospital. A manufacturer representative was contacted and the pump was replaced on 2014 (B)(6). As of 2014 (B)(6), the patient¿s spasticity had decreased to the previous level.

Manufacturer narrative:
.

Event description:
The following information was previously reported under manufacturer report # (B)(4): per pump logs, a "pump in safe state" message, followed by a "reset occurred" message, occurred. The time of these occurrences was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.